Event description:
The physician was conducting a vein ablation procedure on a patient. The physician had completed 4 or 5 segments of the vein when the radio frequency generator started giving a "low temperature" message and shut off. The physician attempted to adjust the device but was unable to do so in order to complete the procedure. The catheter was removed and a new device was used to successfully complete the procedure. When the device was removed from the patient by the physician, there was no observable defect to be seen. Evaluation summary: the device was returned for evaluation and was visually inspected. The device was observed to have deformed fep approximately 3cm from the distal tip. A bend was noted in the coiled segment of the catheter near the area of the fep deformation. At the area of the fep deformation a portion of the bare coil was exposed. No other damages or anomalies were observed. The catheter was connected to three different generator units. All three were able to successfully complete an activation cycle with no errors or alerts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.